Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp opening on radius assessed as fold flaw opening. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: stress marks observed. Crease fold observed.

Event description:
Healthcare professional reported a left side "rupture " and "textured implants." Device has been explanted.